Event description:
It was reported by service report that the caster horns are bent and the cot is not able to roll properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.